Manufacturer narrative:
This report is related to MDR number 3011632150-2023-00099. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This report is related to MDR number 3011632150-2023-00099. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with two biomimics 3d (bm3d) stents in the right leg, a 7.0 x 60 mm stent (the subject of this report) which was used to treat a denovo lesion of the superficial femoral artery (sfa) proximal third to middle third segment and a 6.0 x 150 mm stent which was used to treat a denovo lesion of the sfa distal third to proximal popliteal segment. A contralateral approach was used and the lesions were prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the device or procedure but was due to a worsening pre-existing condition. It was also reported as target lesion related. The patient had severe claudication which was more pronounced in the right leg than the left leg. A duplex ultrasound (dus) on the (B)(6) 2023 showed a right leg extremity (rle) in-stent sfa occlusion down to the tibioperoneal trunk (tpt). There was severe in-stent restenosis (isr) of the right proximal sfa and occlusion of the distal sfa/proximal popliteal stent. On (B)(6) 2023, the sfa proximal third to proximal popliteal was treated with pta / standard balloon angioplasty and laser/atherectomy. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The outcome was reported as resolved/recovered. The devices remain implanted. The event was reviewed on (B)(6) 2023 by veryan and considered possibly related to the device.